Event description:
The lay user / patient contacted lfs on june 23, 2010 alleging an apply sample message and an error 5 message on their one touch ultra 2 meter. A medical surveillance specialist (mss) contacted the patient; however, the patient disconnected the phone, while mss told him that they were calling from lfs. The patient mentioned that on (B) (6) 2010 at around 10:00 am, he obtained an apply sample message and an error 5 message. The patient reportedly exhibited symptoms of feeling sweaty and clammy a few hours after the alleged issue began. The patient did not change their diabetes regimen due to the reported issue. It was documented that the patient went to the physician's office at around the same time the alleged issue began. It is unknown whether the patient was tested on another device at the time of the event. The patient was treated with oral medication by their physician. It was noted that the patient was using the incorrect technique of applying blood on the test strip. The patient was not filling the test strip and was not applying the blood properly on the test strip. The patient was using the correct vial of test strips. This was not the first time the product was being used. Customer care advocate (cca) walked the patient through retesting and the issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the reported issues, he was unable test and a few hours later developed symptoms suggestive of hypoglycemia and had to receive medical treatment.

Manufacturer narrative:
Information was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.